Manufacturer narrative:
Product analysis: manufacturer's analysis confirmed the customer comment that the programmer stylus and cursor did not align and would not calibrate. It was also indicated that there were software errors in the log and that the radiofrequency head cable was damaged but functional. The programmer was repaired and returned for service.

Event description:
It was reported that the programmer stylus and cursor would not align and would not calibrate. The programmer was returned for service. There was no patient involvement.